Event description:
User's son stated that his mother put the brakes on and reached inside the refrigerator to get milk out and when she did, the unit slipped from under causing her to fall. The very same day, she was taken to the emergency room , no injuries were found that they are aware of.